Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia and transesophageal echocardiogram (tee) imaging. After deployment of the 27mm watchman flx pro closure device and delivery system (wds), air was visualized behind the device on tee. It was confirmed there was no air seen inside the wds when it was being loaded and deployed. The air dissipated on its own after a few minutes, and there was no clinical consequence to the patient. The closure device was implanted, and the procedure was concluded. There were no patient complications. The patient is recovered.